Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they have no telemetry with recharging. They stated that they last had stimulation a week ago, and last successfully recharged their device 2 weeks ago. The patient noted that they called their physician but stated that their physician just does implants. It was reviewed that the physician can contact a manufacturing representative (rep). No further complications were reported or anticipated.